Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 2.75 x 16 synergy ii stent was selected for use to treat the lesion. Following the removal of the device from the product packaging, the device was noted to have foreshortened/ deformed from the proximal edge of the stent along the shaft and was accordioned towards the distal tip of the catheter roughly 5-7mm now appearing as an 8-10mm long stent apposed to the 16mm length that the marker bands identified. The procedure was completed with a 2.75 x 16mm promus premier stent. No patient complications were reported and the patient left the catheterization laboratory pain free.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The first five proximal rows were moved distally with bunching and overlapping stent struts in the center of the stent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found several hypotube kinks throughout the hypotube. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 2.75 x 16 synergy ii stent was selected for use to treat the lesion. Following the removal of the device from the product packaging, the device was noted to have foreshortened/ deformed from the proximal edge of the stent along the shaft and was accordioned towards the distal tip of the catheter roughly 5-7mm now appearing as an 8-10mm long stent apposed to the 16mm length that the marker bands identified. The procedure was completed with a 2.75 x 16mm promus premier stent. No patient complications were reported and the patient left the catheterization laboratory pain free.